Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.